Event description:
Revision of a dislocated hip prosthesis.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding dislocation involving a pca liner was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. A device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed to investigate this event further.

Event description:
Revision of a dislocated hip prosthesis.